Manufacturer narrative:
Corrected h.6 type of investigation and investigation findings. The device was returned for evaluation. The crimped valve was observed fully aligned over the inflation balloon. Multiple valve struts were distorted out the outflow. A kink was noted in the guidewire lumen at the crimp balloon section. Two pinholes were found on the proximal inflation balloon tapered end. Due to the nature of the complaint, no functional testing was able to be performed. Due to the location of the pinhole leak, no dimensional inspection was able to be performed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the same complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and training manuals were reviewed and no IFU/training deficiencies were identified. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The balloon leak was confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot review and complaint history review revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. As mentioned in the complaint description, 'the patient had already known severe abdomen scoliosis and severe kinking in the area of the abdomen aorta' and 'during inflation it was determined that a balloon got a perforation, that presumably occurred by the introduction of the tf system over this kinked part of anatomy. The crimped valve did not open due to inflation with the atrion device.' Since the device had to through a severely tortuous aorta, it is likely that high forces on the system may result in the balloon damage prior to thv deployment. Multiple valve struts were observed on the outflow end and two pinholds were observed on the proximal taper end of the inflation balloon. These are indicative of valve struts interacting with the balloon, likely due to device manipulation to overcome the tortuous anatomy. Tortuosity can create a non-coaxial alignment of the valve in relation to the balloon during tracking which can potentially cause the valve to dive into balloon leading to the noted issues. A definite root cause was unable to be determined at this time. However, available information suggests patient/procedural factors (tortuosity, non-coaxial alignment between devices) contributed to the reported event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04323. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported edwards european affiliate, during a tf tavr case in a patient with severe abdominal scoliosis and severe kinking in the area of the abdominal aorta, the commander delivery ystem was introduced with a lunderquist stiffer wire and successfully positioned in the native aortic annulus. During inflation it was determined that the balloon was possible perforated, presumably occurring during introduction of the tf system over the tortuous part of the patient's anatomy. The crimped valve did not open during inflation with the atrion device. It was decided and retrieved successfully the system via the esheath. The new system with the same size was prepared and then successfully implanted. The patient feels good.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the same complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and training manuals were reviewed and no IFU/training deficiencies were identified. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaints for 'general risks - failure - balloon - leakage' was unable to be confirmed as no imagery or device was provided. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was not identified. A review of the DHR, lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As mentioned in the complaint description, 'the patient had already known severe abdomen scoliosis and severe kinking in the area of the abdomen aorta' and 'during inflation it was determined that a balloon got a perforation, that presumably occurred by the introduction of the tf system over this kinked part of anatomy. The crimped valve did not open due to inflation with the atrion device.' Since the device had to through a severely tortuous aorta, it is likely that high forces on the system may result in the balloon damage prior to thv deployment. Tortuosity can create a non-coaxial alignment of the valve in relation to the balloon during tracking which can potentially cause the valve to dive into balloon leading to the noted issues. A definite root cause was unable to be determined at this time. However, available information suggests patient/procedural factors (tortuosity, non-coaxial alignment between devices) contributed to the reported event.